Manufacturer narrative:
The pump passed the displacement test and active current test; however, pump did not pass self test and sleep current measurement test. No blank display noted during testing. Pump alarmed pump error 75 during self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked corner of belt clip rails (across battery tube), corroded battery tube, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for blank display was not confirmed. Pump error 75 was confirmed during testing due to moisture damage on electronic assembly. Sleep current measurement test failure suspected to be moisture damage on electronic assembly. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor home switch, and force sensor. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer's current blood glucose level was unknown mg/dl. Customer stated that she had washed her pump on accident and now currently at a blank display. Customer was treated with manual injection for high blood glucose. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.